Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.5/0.5/105 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports excessive vaulting and product non-conformity. On (B)(6) 2023the lens was explanted and on the same date replaced with a shorter length lens and this resolved the problem. The cause of the event was reported as the device and noted the device failed to perform as intended.